Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Additionally, integrity testing which tests the integrity of the seal surface from the patient catheter adapter of the transfer set to a titanium adapter was performed and there were no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. The transfer set disconnected from the titanium adapter. This occurred after use of the device for peritoneal dialysis therapy, when disconnecting from the cycler. The transfer set was in use for seven (7) weeks and was replaced as a result of this event. The adapter remained in use. There was no patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.